Event description:
Before introducing neuron max catheter into patient the physician had trouble attaching the included cross-cut valve. He felt the cross-cut valve could not be attached because the thread had been overwound. A cross-cut valve from another company was then used and the procedure continued successfully.

Manufacturer narrative:
Results: the catheter shaft is in good condition. The wing threads on the hub appear to be damaged. Conclusion: the complaint has been evaluated. The complaint indicates that the cross cut valve did not fit on the hub of the catheter because the threads on the hub were damaged. During evaluation of the catheter it was apparent that the thread wings on the hub were damaged. These thread wings allow the cross cut valve lock to lock on to the hub. The cause of this complaint cannot be directly determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.